Event description:
A customer reported that either an infusion set or drug reservoir leaked 5-fu during a chemotherapy treatment. The exact location of the leak is not known. There was no injury involved.